Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's right eye on (B)(6) 2010. A anterior chamber opacity (incipient cataract) was observed on (B)(6) 2010. The lens was explanted on (B)(6) 2012, due to low vault. The lens was exchanged for a longer length lens. The patient's last visit was on (B)(6) 2012, bcva was 20/25.